Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed in (B)(6) 2022. In (B)(6) 2022, the patient underwent a computerized tomography (CT) scan and magnetic resonance imaging (MRI), which indicated that the spaceoar device was still present within the patient's anatomy. The patient experienced pressure when sitting on a hard surface. In the physician's assessment, the patient symptoms are not related to the spaceoar device, however, they are possibly related to the radiation treatment that the patient received. It was noted that after the spaceoar placement procedure, the patient never complained about any pain and never had any issues. It was also reported that the patient completed his radiation treatment.

Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, 12/01/2022, was chosen as the best estimate based on the imaging that occurred in december 2022. Lot #, device manufacture date: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Device code a04 is being used to capture the reportable event of gel lasts too long.